Event description:
It was reported that during user inspection, the cardiosave intra-aortic balloon pump (iabp) had failed a leak test six times and passed on the 7th time. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e1 (site name and address), e3, h6 ( clinical and impact code).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during user inspection, the cardiosave intra-aortic balloon pump (iabp) had failed a leak test six times and passed on the 7th time.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1- event site (postal code: (B)(6) & state: (B)(6)). A getinge field service engineer (fse) during the hospital visit, (B)(6) installed on (B)(6) 2024 pim test was performed, leak diff prs.-1mmhg membrane diff prs.6mmhg failed. (B)(6) installed and test performed at (B)(6), leak diff prs.-4mmhg membrane diff prs.0mmhg, good results, so the test was terminated. Safety disk was replaced. The defective components were received for further investigation. The failure analysis and testing department received the following part associated with this complaint: safety disk. This part was received with a reported unit failure message of leak test failed. Performed visual inspection of this part received and part looks to be in good condition. Installed safety disks into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure message of leak test failed. Safety disk passed testing with leak diff. Pres. Result of -4, the factory specification is +-10mmhg. Retaining safety disk in the fat dept. Per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.